Manufacturer narrative:
Device evaluated by MFR: the ventilator was requested to be returned on 12/12/2007. Upon reception, it will be forwarded to MFR/flight medical ltd for further investigation. A failure analysis report and action taken in resolving this issue will be submitted to medwatch program.